Event description:
The customer reported that the system locked up, and an alternate system was required to complete the case. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended.